Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in device inner surface, creases and one curved opening. Leak test and microscopic analysis was performed which identified: one opening sharp and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.

Event description:
Device has been explanted.